Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with radiofrequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure, a right groin puncture site bleed occurred. A mild persistent bleed at the right groin puncture site was observed, requiring a femstop device to achieve hemostasis during initial bedrest. After ambulation, bleeding at the right groin site recurred. Manual pressure was applied, and a 10-cc injection of lidocaine with 1% epinephrine was administered at the site. Additional manual pressure was held, and a hemostatic patch was applied. Bleeding resolved following these interventions, and the patient was discharged later that day. The adverse event was assessed by the sponsor as related to the study procedure but not related to the pulseselect pulsed field ablation (pfa) loop catheter or the transseptal puncture. No further patient complications have been reported as a result of this event.